Event description:
It was reported to st. Jude medical that the pt's profile gave very low bipole signal and "---" was seen for an r-wave. The physician believed the problem to be sp01 lead so the lead was capped and replaced, during the lead extraction, the physician encountered difficulty removing the set-screw and resorted to using medical adhesive to re-seal the screw-hole after removing the set-screw completely during the lead change. When the new lead was tested, the same results were observed. The physician then replaced the ICD. The ICD is being returned for analysis.